Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. (B)(6).

Event description:
Information was received based on review of a journal article titled, ¿total hip replacement in the congenitally dislocated hip using the paavilainen technique¿ which aimed to examine the radiographic and clinical results following total hip arthroplasty with the paavilainen technique performed over a 10-year period using cementless mallory-head acetabular components and arcom tibial bearing components manufactured by biomet; and to investigate diagnoses post-operatively. One patient was identified in the article that underwent hip arthroplasty on an unknown date. Patient follow-up results provided indicate that the patient tested positively to the trendelenburg test post-operatively. There has been no further information provided and the patient outcome is unknown

Manufacturer narrative:
This follow up report is being filed to relay corrected and additional information. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.